Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no missing segments or partial display noted during testing. Device was received with missing display window cover, cracked battery tube threads and cracked case along the side of the battery tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had missing segments on the sides of the screen. Customer's blood glucose level was 90 mg/dl at the time of incident. Customer stated that the reservoir lip ring was not damaged. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.